Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which was reproduced. The messages were found to be caused by a cracked threaded insert boss in the front case, allowing material separation between the front case and mechanism assembly, resulting in excessive force being required to close door. The front case assembly was replaced. H6: 2921.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient injury.